Event description:
It was reported by the rep the device was used during an umbilical repair. It was reported the pmw35 skin staples were not penetrating skin properly. The staples will form but do not grasp into the skin enough to hold. The surgeon asked rep to be present in this case. After in-servicing and proper technique, the surgeon still feels the staples are not grasping properly and dislodge easily. There was no consequence to the pt.